Event description:
It was reported that this left ventricular lead exhibited oversensing and pacing inhibition. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.